Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed, but did not result in pacing inhibition. The rv lead was surgically abandoned and replaced during a device change out procedure. The physician suspected there was insulation damage on the lead, so elected to replace it. There were no additional adverse patient effects.